Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the doctors and diagnosed with infection. The patient describes the site as having a red spot, bump and pus. The patient was treated with cephalexin (250 mg/5 ml, suspension in 200 ml).